Event description:
The event issue was recorded by the scrub nurse who noted, "harmonic scalpel did not work during the surgical procedure." She added "the product would not conduct." The item was removed and replaced with another and the surgery continued. This was during a laparoscopic appendectomy.